Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device referenced is filed under a separate medwatch MFR reference number. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. The suture of the second proglide device was successfully pre-placed. The guide wire was re-inserted and the proglide device could not be removed. A vascular surgeon was brought in to remove the proglide device. A cut down was performed and it was noted that a suture was wrapped around the foot. The suture was cut and the proglide device was removed. Vessel access with the guide wire was maintained. Manual arterial compression and a non- abbott device were used to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical removal of the proglide device. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.